Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash under a therapy pad due to a gel leak. The area just had some redness. The patient has a history of sensitive skin. Patient was prescribed topical steroids by a physician. Follow up indicated that the skin is getting better.